Event description:
It was reported that a spectrum pump under infused during remdesivir therapy. It was stated, "this nurse went to administer remdesivir at 1400 today. Pt had ns at 100ml/hr going thru as a primary infusion. Programmed the remdesivir as a secondary infusion but pump would not run the medication. Everything was set up correctly and checked numerous times, 2nd pump obtained and it also would not run the remdesivir as a secondary infusion. It kept dripping from the primary bag, despite being set up correctly. I eventually just hung it as a primary infusion in order for it to infuse." No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was found to deliver within specification during flow testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'programmed the remdesivir as a secondary infusion but pump would not run the medication, it kept dripping from the primary bag' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.